Manufacturer narrative:
Submit date: 03/01/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that the x-ray detectable strip on one of the gauze was found detached from the gauze. It is also noted that there are certain gaps within the gauze that could have been the cause of the strip coming loose.

Manufacturer narrative:
There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history records. There were unused element sponges returned inside an open tray with this complaint. All of the sponges received were unbanded and did not contain a lot number. Ten of the sponges contained both x-ray detectable elements. One sponge was missing the x-ray detectable element. The reported condition is confirmed. Two photos were received with the complaint one photo showed a wadded sponge with a pulled element thread beside the sponge. The other photo showed the sponge where it looked as if the element had been pulled from the weave; a true review could not be made from the photos submitted for the reported condition. It is possible that the heat from the bonding of the element may have broken the element prior or the threading of the element and may have become entangled thereby breaking the element. The sensor on the machine may not have stopped the machine from cycling the sponges without the x-ray detectable element. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, visual inspections are required for missing x-ray detectable elements and loose element bond. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) is open which will introduce a new mechanism to thread the element into the gauze to improve accuracy and reduce possible burning of the element which could contribute to a broken x-ray detectable element. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.